Manufacturer narrative:
Date of initial report: 11/21/2007. To date, the incident sample has not been returned. If the sample is returned or further pertinent information received a follow-up report will be sent.

Event description:
The report stated that a micro-foreign brand knife auto-activation on a force 300 generator before use in the procedure. There was an alarm and the yellow light came on; they thought that maybe the foot switch had been pressed, so they unplugged the foot switch, and the cable (from the electrode to the force300), but the alarm still carried on sounding. They had to use another knife to complete the procedure. There was no patient injury reported.